Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the generator batteries and performed a filament calibration. The system operates as intended.

Event description:
It was reported that the 9800 system's generator battery failed the function test during a preventive maintenance inspection. No pt injury was reported.